Event description:
The deployment of a four piece modular graft was planned due to the need for extra length in the common iliac artery. The main body graft was deployed at an optimal location distal to the renal arteries, iliac leg graft and extensions were placed without complications. Post angiogram noted a proximal type I endoleak originating at what appeared to be a "bulge" in the posterior neck. The area was ballooned a second time in an attempt to resolve the endoleak. An injection of contrast viewed laterally and at alternate angles still showed endoleak presence. A main body extension was deployed within the infrarenal neck, overlapping the proximal portion of the main body graft, creating a greater radial expansion of the sealing stent. Final angiogram showed a good seal of the graft and successful exclusion of the aneurysm.